Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v727844, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that troubleshooting was needed for an intra-operative replacement/revision procedure. The event reported was a change in therapy and the cause was unknown. Patient reported feeling like he wasn't sure if they were getting therapy. It helped for a while but then stopped helping after some time. The hcp (healthcare provider) went in to replace ins (stimulator) due to normal battery depletion and tested the lead at that time. Hcp got some motor responses but felt it wasn't placed properly. Hcp had decided to place a new lead and leave the old lead in the body disconnected. It was unknown if the patient recover completely. Caller states the patient felt the effectiveness diminished over time. The patient was diagnosed with gastrointestinal/ pelvic floor . Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative reported that the patient was experiencing incontinence, urgency and frequency. The patient received a new system on (B)(6) 2015. The initial lead placed in 2011 was positioned at s4 but the new lead was placed at s3. The patient was receiving effective therapy at the time of report.